Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The device had a cracked reservoir tube lip.

Event description:
Customer's father reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 483 mg/dl. Customer experienced frequent urination, thirst, paleness and ketones. Customer treated their high blood glucose with a manual injection. Customer performed the high pressure test and passed. Customer was advised to change out their entire set, reservoir, insulin and treat per healthcare provider's instructions. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.